Event description:
It was reported the patient's pump was filled 2008. At the refill the expected residual drug volume was 4ml but nothing was aspirated from the pump. The next day the volume was checked. Thirty-eight mls were expected bt only 36 could be withdrawn. The patient was experiencing overdose symptoms (unspecified). The patient's dose had also been increased 10% (from 5.9mg/day to 6.5mg/day) at the time of the refill. The drug used in the pump was dilaudid. Due to the overdose symptoms the dose was reduced to 4.957mg/day from 6.5 mg/day. The patient was given oral medication to supplement and the physician was planning to check the pump volumes again five days later. It was also reported, approximately 2-3 weeks prior, the patient had presented to the ER with flu-like or underdose symptoms. Additional information received indicated the physician looked through old records and found the patient had only received 20 ml of drug at the last refill so the patient would have run out of drug in half the expected time. The physician believed this was the cause of the patient going to the ER with withdrawal-type symptoms as well as the apparent "overdose" after the refill. The pump had been increased thinking more drug was needed, when in reality, the patient had not been receiving any drug from the pump for quite some time.

Manufacturer narrative:
.